Event description:
It was reported that, during pre-use testing, the ventilator failed the short self-test (sst). There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse performed short self-test (sst) and the unit failed. The fse isolated the issue to a broken crank bearing, which was replaced to correct the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.